Event description:
A malfunction on a pump was reported, which displayed a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance to reset the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer understood to call back if the issue recurs.